Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# unknown, product type: adapter.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had an implantable neurostimulator (ins) replacement on the day of report due to normal elective replacement indicator (eri). Once they were in intra-op, they replaced the ins and pocket adaptor but still saw similar high impedances and also a short on the left subthalamic nucleus (stn). The pocket adaptor was replaced again and the short was resolved but similar high impedances remained on the right brain. When they tested intra-op, all the testing was done with a complete system (the extensions/leads were not tested on their own). The doctor decided to close the procedure at that point. The issue was not resolved at the time of report. The patient was now post-op and was experiencing shocking at the pocket site. The patient experienced the shocking at the pocket on the day of report while lying down. The shocking occurred 3 different times in approximately 5 hours on the day of report. The first two times the patient felt 5 pulses in quick succession and on the third occurrence they felt only one pulse. The patient had recently gotten up to go to the bathroom and didn't feel any shocking and hadn't felt any shocking for approximately the last half hour. They hadn't felt shocking in a month until post-op on the day of report. They didn't experience symptoms when the ins was off. Post-op right stn impedances were: c/4 5615, c/5 5007, c/6 4952, c/7 5080, 4/5 2760, 4/6 4698, 4/7 5549, 5/6 2902, 5/7 4233 and 6/7 2836 ohms. They didn't have the intra-op impedance values and didn't remember the electrode combination of the short seen on the left stn. There were not any historical impedance values to compare it to. There were no trauma/falls related to the issue. Group/therapy impedance was taken at the time of report and the left stn showed 752 ohms and the right stn showed 2810 ohms. A change in therapy was not related to positional movement. The patient was receiving intended therapeutic benefit from the deep brain stimulator (dbs). The therapy had been ok. At the moment, the patient was not well-controlled since they've been off their medication since the morning of report for surgery but they didn't attribute the change in therapy to the device at all. The patient was going to be sent home and instructed to monitor the situation. Additional information received from the company representative reported the cause of the shocking was not determined. No further actions/interventions were taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.